Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of "lo" blood result. Customer states that she feels well and requires no medical attention. Customer sates that the results obtained do not reflect how well she feels. Customer's expected blood results are 125-1250mg/dl. Verified the strips (B)(6) 2015. Customer confirms the strips are stored properly. Reviewed meter memory: 88mg/dl, (B)(6) 2015, 09:00:54pm fasting:yes. 101mg/dl, (B)(6) 2015, 11:00:00am fasting:yes. 74mg/dl, (B)(6) 2015, 01:00:54pm fasting:yes. 94mg/dl, (B)(6) 2015, 11:00:54pm fasting:yes. 91mg/dl, (B)(6) 2015, 11:00:54pm fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.